Manufacturer narrative:
Concomitant medical products: 693565 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode and was seen in the emergency department. The patient was also noted to be in cardiogenic shock. Pericardial effusion and cardiac tamponade was discovered via ultrasound. A pericardiocentesis was done to drain the fluid. The effusion was thought to be a result of a micro-perforation that occurred after the upgrade procedure two months earlier. The micro-perforation was exacerbated by anticoagulation/fall. The left ventricular (lv) lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.